Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, intermittent undersensing on the right atrial (ra) lead was noted. The implantable cardioverter defibrillator (ICD) and lead remain in use. No patient complications have been reported as a result of this event.